Event description:
It was reported that there was a right hip revised due to pain. Intraoperative metal debris and corrosion. The accolade stem remained implanted.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding pain and corrosion involving an unknown accolade stem was reported. The event was not confirmed. Conclusions: there is no indication the corrosion was related to the patient's pain.

Event description:
It was reported that there was a right hip revised due to pain. Intraoperative metal debris and corrosion. The accolade stem remained implanted.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown accolade stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.